Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Customer reports, "I think it was a under infusion. It was stated that the pump wasn't providing the correct volume and no error alarms reported. Limited information provided. Customer denies any patient injury and no further information as to the infusion rate or event description was provided.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 125ml/hr and 25ml. The test results were within specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.